Manufacturer narrative:
The company rep contacted the customer on the day of event and on november 07, 2011, and no info was made available. The customer biomed was unaware of the event. The pumps are serviced by a third party contractor. The company rep offered the services, if needed be. No services were requested. Therefore, no info related to the event, iabp or the resolution is available. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated "rapid gas loss" and "leak in circuit" alarms and the pump shut down and turned back on. No patient injury was reported.